Event description:
New information received states new instances of noise were observed during a routine follow-up. No further action was recommended. The patient condition was good before, during, and after the event. The patient will be monitored remotely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device replacement for normal battery depletion, noise was observed on the ventricular channel when the new device was implanted. Noise was reproducible with internal pocket movement. The lead was examined under an x-ray and the lead was physical fine. No intervention to address the issue was recommended. The patient will continue to be monitored remotely. The patient condition is good.